Event description:
It was reported that during a cross over procedure, the stent could be released without problem. However, the delivery system became stuck and tore off during withdrawal with increased pull. The tip remained in the pt. The delivery system could be removed only together with the 0.035" hydrophilic terumo guidewire, the torn off tip initially remained in the pt. A second terumo guidewire became stuck in the sheath. The tip of the delivery system must have been located in the sheath. Thereupon, the physician used an extraction catheter and a straight stiff guidewire. The wire spiked the torn off tip and became stuck which made it possible to remove the tip.

Manufacturer narrative:
This is being reported because this device is the same or similar to a lifestent flexstar biliary stent being marketed in the united states. The sample has been returned, and the eval is currently underway.